Event description:
Quadraplegic on lifecare plv-102 ventialtor. Pt popped ventilator off, alarm did not sound. Cardiac monitor alarmed, pt in ventricular fibrillation. Coded unsuccessfully. Pt was on lifecare ventilator to transition from acute care to long term care. When heat and moisture exchanger disconnected, alarm sounded. Code unsuccessful.